Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was not adversely impacted. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.